Manufacturer narrative:
Investigation: bd was able to verify the reported issue. The actual sample was returned for investigation, but not the cannula hub. The v-clip position was observed o be slightly offset towards the needle cap tether side. This causes the v-clip latch to be pushing against the needle cap wall and remain stuck in a position which prevented it from latching onto the cannula hub properly. This causes the disengagement of the safety mechanism from the cannula hub and resulted in the reported nonconformance. The probable root cause of the damaged v-clip resulting in the safety shield activation failure could be due to the v-clip material batch having issue or from the v-clip assembly process. However, if it was due to material or machine issue, more samples could have been affected. As this is the only complaint sample, the root cause might not be from material or machine. Another more probable root cause for the damage could have happened when a machine jammed. When the production technician tried to clear the jammed v-clip from the linear track o escapement base, the technician might have damaged the v-clip next to the jammed part. The damaged v-clip then continued to flow into finished product. A DHR was performed and no abnormality for the machine history record was observed. There was one qn raised due to tight separation that could possibly be related to the complaint.

Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter had a safety failure. The following was reported, "defect occurred while the catherer was used on the patient on the anesthesia department. No security when removing the needle. Risk of personal injury."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety shielded IV catheter had a safety failure. The following was reported, "defect occurred while the catheter was used on the patient on the anesthesia department. No security when removing the needle. Risk of personal injury."